Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. Lead fracture was suspected. A polarization change in the lead was also observed. Because the patient was in chronic atrial fibrillation (af), the lead was programmed off and not replaced, remaining in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).